Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: nerve encroachment. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.